Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The inability to cross the lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection, damage to the catheter, interactions with other devices, and accessory device support. Furthermore, factors that may contribute to shaft separations during use include, but are not limited to, damage during manufacturing, materials, handling prior to and during the procedure, removal technique from the packaging, or an interaction with the patient anatomy and/or accessory devices. Although the device was not returned for analysis, since there was no report of any damage noted during inspection prior to use, this may suggest that a product deficiency did not contributed to the reported difficulties. The catheter likely encountered resistance during advancement due to an interaction with the calcium and tortuous anatomy, causing the shaft to kink and separate as a result. Kinks or bends in the shaft can then lead to weakening of the shaft material such that subsequent application of force or further handling (kinking, straightening, kinking) can result in the eventual fracture of the hypotube. Overall, the failure to advance in conjunction with kink damage is not generally associated with a product quality deficiency and was likely related to circumstances of the procedure. Based on the information received with this complaint, the reported failure to advance and shaft detachment/separation appears to be related to operational context of the device and not a product quality deficiency. The profile dimensions on all balloon dilatation catheters are confirmed by visual and dimensional checks online during the manufacturing process at abbott vascular. Additionally, all products are 100% visually inspected online for kinks and a sampling of units is destructively tested to verify shaft integrity and tensile strength.

Event description:
It was reported that the patient was elderly, with a very tortuous anatomy in the illiac region. Difficulty was experienced when advancing the guide catheter into position due to the tortuosity, and when advancing the small chronic total occlusion (cto) balloons into the coronary the balloons would not cross the calcium in the arteries. Rotoblading of the arteries was performed, which was considered successful. An attempt was then made to use a voyager nc balloon for dilatation; however, during the attempt to advance the balloon catheter, the proximal shaft bent. Another voyager nc balloon was selected in an attempt to pre-dilate; however, the same kinking of the proximal shaft occurred, but this time the proximal shaft separated. No patient effects were reported. No additional information was provided.